Event description:
A hospital in indiana reported that an iw910 mobile infant warmer had a discoloured connector at the infant warmer head. There was no patient involvement.

Manufacturer narrative:
Ps307028 method: the complaint iw910 mobile infant warmer was not returned to fisher & paykel healthcare (f&p) for investigation. Our investigation was accordingly based on the information provided by the customer, our previous investigations of similar complaints and our knowledge of the product. Results: visual assessment of the photographs provided by the customer confirmed that harness connector was discoloured. Conclusion: the upper and lower head harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations on similar complaints revealed that the discoloration was most likely due to poor electrical contact caused by the degradation of the harness connectors. This degradation is likely a result of swivelling of the warmer head. It should be noted that the subject infant warmer unit was more than 11 years old. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail, the infant warmer displays an error code and enters a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. The infant warmer technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.

Manufacturer narrative:
(B)(4). The complaint infant warmer is currently en route to fisher & paykel healthcare for evaluation. We are in process to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an iw910 mobile infant warmer had a discoloured connector at the infant warmer head. There was no patient involvement.